Manufacturer narrative:
(B)(4). The complaint cannulae are currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in the (B)(6) reported that the opt312 optiflow junior nasal cannulae are tearing between the prongs after a couple of days of patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: two complaint opt312 junior cannulae were received at fisher & paykel healthcare and were visually inspected. Results: visual inspection revealed that there was a split in the septum area of both cannulae. Conclusion: we are unable to determine what caused the observed damage, however the customer had informed us that they had applied sticking plaster to the prongs, which could have caused the pongs to become stretched and damaged. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - ensure that the tubing is not applying excessive pressure to the ears and face. - appropriate monitoring must be used at all times. - do not stretch or crush tube.

Event description:
A hospital in the (B)(6) reported that the opt312 optiflow junior nasal cannulae are tearing between the prongs after a couple of days of patient use. No patient consequence was reported.